Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower doors were failing and/or opening all at the same time. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that doors 2, 3, and 7 were failing and sometimes opened together. A field service engineer replaced the left side latches and cleaned the door latch as it was fine and then installed four new latches on the left side, cleaned the right side, and the latch column back in place. The system functioned as intended after the field service engineer repaired the device.